Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 447 mg/dl, which she treated with a manual bolus. The customer stated that she was experiencing nausea and that she was not feeling well. Troubleshooting was initiated for the high blood glucose and the customer discovered that she forgot to remove the needle guard from her infusion set.